Event description:
The doctor reported a part of the trocar broke. It was difficult to recover it from the vitreous and complete the surgery. The case was completed, but the current patient status is unknown. He stated he did not retain the sample. No additional information is expected.

Manufacturer narrative:
Since the customer did not return the sample for evaluation, the root cause of the problem could not be determined in this investigation.